Event description:
A (B)(6) customer contacted customer service. She tested her blood glucose using her contour link meter and received a reading of 8.4 mmol/l. She retested using 2 other meters and received readings of 3.8 and 4.2 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer's test strips are to be returned for eval. A replacement meter and test strips were sent to the customer.